Event description:
It was reported that during a stenting treatment procedure, the stent did not block blood flow. The physician was treating an arteriovenous fistula (avf) located in the right superficial artery. This 10x70 10fr wallgraft stent was prepared as usual and implanted without difficulties. The final position of the stent was fully deployed, well apposed, and covered the entire lesion. After implantation, the stent did not block blood flow of the avf. Angiography was performed inside the stent, and it showed that contrast was entering the avf through the stent. Another wallgraft stent was implanted overlapping the initial wallgraft stent. This controlled the blood flow. There were no further reported patient complications. The patient is listed as "stable".

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B) (4).